Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy procedure, while trying to cut the liver, the device did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Microscopic evaluation of the anvil buckets noted staple swipe marks in the buckets. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.